Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that the insulin pump had not been exposed to moisture. The blood glucose reading was 129 mg/dl. Nothing further was reported.